Event description:
Information was received from a manufacturer representative and a family member regarding a patient who was implanted with a neurostimulator for postlaminectomy pain and spinal pain. It was reported that an out of regulation message was seen on the patient programmer. The therapy suddenly stopped working and the patient's pain returned as soon as the therapy stopped working in the middle of the night sometime around (B)(6) 2016. The patient was checking the status of the implantable neurostimulator when he saw the out of regulation message. The patient was miserable. The patient was not changing anything when he saw the out of regulation message. When the patient tried increasing the amplitude, it does not go higher than 100. The patient has group a and group b. Group b does very little of what it used to do. There was no trauma or a fall that could have been related to this issue. The manufacturer representative checked the impedances and all looked good, the range in electrode impedance was around 500-700 ohms. A power on reset message was reported on a clinician programmer on (B)(6) 2016, but the manufacturer representative could not recall the code. The patient did not recall ever seeing a power on reset message on his patient programmer. The manufacturer representative read the patient's implantable neurostimulator with his clinician programmer to clear the power on reset message.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.